Manufacturer narrative:
The insulin pump's buttons function properly. However moisture damage was noted on keypad traces during visual inspection. Insulin pump was monitored. All operating currents tested within specific range. No unexpected battery out limit alarms noted. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen started ramping. The insulin pump alarmed battery out limit after replacing the battery. Customer's blood glucose level was 471 mg/dl. She treated her blood glucose level with a manual injection. The scroll bar was moving with no input. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.